Event description:
Infant was catheterized. Catheter deflated and fell out. New catheter was placed. This happened with six (6) catheters, same pt. Nurse reported that infant passed bloody urine due to repeated catheterizations. Two of the six devices will be returned to MFR for evaluation.